Event description:
The customer reported error codes relating to a internal communication issue: the spi bus is an internal communication link between the cpu and peripheral subsystems. No patient involvement reported.